Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider indicated that the device was explanted and returned for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient with an implantable pump for de generative disc disease and spinal pain. The pump administered baclofen with concentration 10 mcg/ml at a dose rate of 4.845 mcg/day, clonidine with concentration 10 mcg/ml at a dose rate of 4.845 mcg/day, and fentanyl with concentration 200 mcg/ml at a dose rate of 96.89 mcg/day. It was reported that the logs were read, and pump motor stalls occurred. As per the logs provided, the following occurred: (B)(6) 2020 7:15 am - pump motor stall recovery, (B)(6) 2020 8:05 am - critical alarm ¿ pump motor stall, (B)(6) 2020 12:30 am - pump motor stall recovery, (B)(6) 2020 1:34 am - critical alarm ¿ pump motor stall, (B)(6) 2020 4:11 am - pump motor stall recovery, (B)(6) 2020 6:27 pm - critical alarm ¿ pump motor stall, (B)(6) 2020 11:54 pm - pump motor stall recovery, (B)(6) 2020 7:08 pm - critical alarm ¿ pump motor stall, (B)(6) 2020 3:01 pm - pump motor stall recovery, (B)(6) 2020 6:07 pm - critical alarm ¿ pump motor stall, (B)(6) 2020 11:36 pm - pump motor stall recovery, (B)(6) 2020 2:38 am - critical alarm ¿ pump motor stall, (B)(6) 2020 6:41 am - pump motor stall recovery, (B)(6) 2020 12:27 am - critical alarm ¿ pump motor stall, (B)(6) 2020 5:18 am - pump motor stall recovery, (B)(6) 2020 7:49 pm - critical alarm ¿ pump motor stall, (B)(6) 2020 12:02 am - pump motor stall recovery, (B)(6) 2020 2:20 am - critical alarm ¿ pump motor stall (B)(6) 2020 3:51 am - pump motor stall recovery, (B)(6) 2020 9:11 am - critical alarm ¿ pump motor stall (B)(6) 2020 6:00 pm - pump motor stall recovery, (B)(6) 2020 3:43 am - critical alarm ¿ pump motor stall, and (B)(6) 2020 8:35 am - pump motor stall recovery. No actions were taken yet to resolve the issue, but a pump replacement was being scheduled. Environmental/external/patient factors that may have led or contributed to the issue was noted as being not applicable. The issue was not resolved as of 2020-jul-22. The patient was without injury regarding their status as of 2020-jul-22. Other medications (oral, etc.) The patient was taking at the time of the event was unable to be obtained. The patient¿s medical history was noted as having been requested but would not be made available. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a company representative on 2020-jul-24. It was reported that the cause of the motor stalls was undetermined. A pump replacement was scheduled for (B)(6) 2020, and the pump would be returned for analysis at that time. No further complications were reported.